Event description:
It was reported that the t:slim x2 pump battery would not charge. The customer's blood glucose level was not adversely impacted. The customer was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes to see if the pump would begin charging, with a follow-up planned.